Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident. The customer mentioned other blood glucose value such as 320 mg/dl. The customer did not treat for high blood glucose level. The customer was reported that the site had blood. Customer assisted with troubleshooting. The insulin pump will not be returned for analysis.